Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An abbott field service representative (fsr) was dispatched due to the customer reporting a false negative alinity I total b-hcg result, and instrument error message, on the alinity I, serial number (B)(6). Through an extensive investigation, the fsr found the trigger reservoir bottle empty and improperly seated. The bottle position was corrected, however, a single definitive likely cause for the discrepant result was not found. The alinity I processing module, serial number (B)(6), was considered the likely cause of the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed a false negative alinity I total b-hcg result for one patient. The following data was provided (<5.00 miu/ml is negative, >/=25.00 miu/ml is positive): sample ID (B)(6) initial result was <1.20, repeats were 4404.43 and 4411.77 miu/ml the customer also reported an activated read failure instrument error message. There was no impact to patient management reported.